Event description:
It was reported the switch-case developed a melted spot. Examination of the internal components of the switch revealed a short had occurred, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.